Event description:
Patient's ventricular assist device course complicated by staph sanguinis bacteremia (admitted for fevers and positive blood cultures drawn in the outpatient setting, gram (B)(6) cocci) and was treated with IV antibiotics and upgraded to status 3 on heart transfer waiting list for device infection. He was stable as an outpatient on oral antibiotics at the time of his transplant three months later.